Event description:
It was reported that the customer was hospitalized in (B)(6) 2014 due to low blood glucose. Since this was a past event the customer could not remember the exact blood glucose value. The customer was also reporting that there was blue ink inside the screen of the insulin pump. They stated that the ink was spilling across the screen of the device making it impossible for the customer to read the display. The customer stated that there was a crack on the display of the insulin pump. At the time of the phone call the customer's blood glucose was 130 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
All of the operating currents are within specification. No unexpected low battery or off no power alarms were noted. The insulin pump passed off no power test, error test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device was received with cracked and bleeding lcd glass, cracked display window corners, minor scratched lcd window, and cracked reservoir tube lip. The functional test, including self test, was unable to be completed due to minor cracked and bleeding lcd glass.